Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep was with the patient and they were having difficulty connecting to the ins with the clinician tablet. The caller indicated that the patient claims that the ins was fully charged. The caller was attempting to connect to the ins with the intellis clinician application and it displayed the serial and then when select the serial and proceed, the tablet stated no device response. The patient remote connected to the ins and showed that the ins was charged. The caller used a second tablet and was able to connect to the ins. The caller checked impedances and the patient had a high impedances on electrode 5, the value was 34140ohms. The caller indicated that electrode 5 was active for therapy programming. The caller stated that they would adjust programming to address the message coming up on the patient remote.